Manufacturer narrative:
The returned pacemaker was analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It is our understanding that the patient was seen in the clinic due to a low heart rate. Upon being sedated, it was reported the patient essentially had no heartrate. The decision was made to implant a pacemaker. During the implant procedure, the right ventricular (rv) lead exhibited noisy signals when connected to the pacemaker. It was suspected the lead may have been inadvertently damage with a needle when performing a second stick. Subsequently a new rv lead was connected to the device; however, the noise continued, and pacing inhibition was also noted. The pacemaker was replaced and was connected to the newly placed lead and no noise was noted. The attempted pacemaker and lead were returned for analysis.

Event description:
It was reported that the patient was seen in the clinic due to feeble heart rate. Upon being sedated the patient had no heartrate. During the implant procedure, the right ventricular (rv) lead exhibited noisy signal when attached to this device. The physician thought that it could be that he might have hit the lead with his needle when doing second stick. Subsequently a new rv lead was connected to the same device, however the noise continued along with pacing inhibition. The physician then decided to implant a new device and connected the lead which no longer exhibited noise. This concluded that the issue was with the initial attempted device header. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to return for analysis.